Event description:
A review of service data detected a reportable event. During servicing of monitor which was returned for routine maintenance, it was discovered that monitor had a front response button that would stick. The last patient of use this monitor did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The monitor was found to have a front response button switch that would stick intermittently. The root cause of the response button failure is the metal dome staying in the collapsed convex shape rather than returning to its normal concave shape. The cause of the collapsed dome was determined to be delamination of the spacer layer within the switch. The response button was repaired and the monitor was retested and restocked. No adverse event resulted from the faulty response button.